Manufacturer narrative:
(B)(4). Partial or total occlusion or obstruction of the coronary ostia is a recognized complication of an aortic valve replacement and, less frequently, from mitral valve replacement. It is typically the result of a technical error during valve implant and not related to a product malfunction. However, partial or total occlusion of the ostia, if unrecognized, can result in angina, myocardial infarction, acute peri-operative right, left or bi-ventricular dysfunction and/or death. In this case, there has been no indication or allegation of a product malfunction. The root cause of this event cannot be conclusively determined; however, this event was likely related to patient and/or procedural related factors. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time. Of note, the explantation of the first aortic valve was reported under MFR report #2015691-2018-04381.

Event description:
It was learned that there was coronary artery occlusion post-avr. This patient presented with aortic stenosis and regurgitation requiring avr. This patient underwent avr and an aortic root enlargement of the non-coronary sinus was also performed using a piece of bovine pericardium. The aortotomy was closed and during weaning from cardiopulmonary bypass, the patient was in persistent wide complex tachycardia. On tee, there was anterior-septal wall motion abnormalities suggesting possible coronary occlusion. CABG to the left anterior descending artery from the ascending aorta was then performed. There were persistent arrhythmias and wall motion abnormalities on tee during attempted weaning from bypass. The decision was made to re-arrest the heart and re-explore the aortic valve replacement. The valve was exposed via a transverse aortotomy extending into the non-coronary sinus. The device was explanted and replaced with a 3300tfx 23mm valve (subject device). An aortic root enlargement of the non-coronary sinus was performed using a piece of bovine pericardium. Upon closer inspection of the valve, it appeared that the stents were sitting particularly close to the coronary ostia due to the patient's anatomy. A second CABG to the distal right coronary artery form the ascending aorta was performed. The patient was weaned and separated from cardiopulmonary bypass. After discontinuation of bypass, the heart adequately supported circulation. Post-procedure intraoperative tee demonstrated and ejected fraction of 50% and there was no significant valvular abnormalities. There were no further complications and the patient was transferred to the ICU in stable condition. On pod #5, the patient developed inferior and posterior wall myocardial infarction. He returned to the or the next day for off pump CABG x1 with svg to rca and required right heart support with impella rp. He was extubated, but remained in rv failure with multi-organ dysfunction including renal failure. He required placement of a vas cath and initiation of crrt at beside for volume removal and dialysis. Overnight on pod #13, he developed hemorrhagic shock due to spontaneous right retroperitoneal bleed. He continued to require mechanical ventilation with intubation, crrt, and pressor agents for being hemodynamically unstable. The patient continued to decline and on pod #17, it was decided to withdraw support and the patient expired. Patient also underwent CABG and expired on pod #17.

Manufacturer narrative:
Reference CAPA-20-00141.